Manufacturer narrative:
Patient height reported as 5¿6¿ a review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an insertion of trochanteric femoral nail advance (tfna) performed on (B)(6) 2018, the surgeon complained that the cannulated stepped drill bit for the lag screw was dull. There was only about a minute delay in the case because they had to pull the reamer out and clean the flutes off. There was no x-ray needed and no other patient health issues reported. Patient and procedure outcome was good. Concomitant devices: screw (part unknown, lot unknown, quantity unknown) this report is for one (1) cannulated stepped drill bit this is report 1 of 1 for (B)(4)

Manufacturer narrative:
Device history lot part: 03.037.022. Lot: f-18546. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 21.oct.2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Material was used with correct hardness after procedure and documented from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.